Event description:
Medtronic received information that this bioprosthetic mitral valve was replaced due to non-structural dysfunction relating to thrombus and pannus. The replacement was performed without reported complication.

Manufacturer narrative:
The valve was received in an explant kit covered in cloudy glutaraldehyde. The valve had reportedly been placed in formalin before being placed in explant kit. Three pieces of brown thrombotic appearing host material and an excised piece of pannus were received with the valve. The left cusp is slightly stiff, but flexible. The non-coronary and the right cusps are very stiff due to brown colored thrombotic appearing host material that fills the outflow. Moderately thick glistening off white pannus covers the margins of attachment of all cusps on the outflow reducing the orifice area, extending to all commissural attachments and over the stent posts. Remnants of pannus remain attached to the inflow edge of the sewing ring adjacent to the right cusp. Radiography shows no evidence of mineralization in the valve or host material pieces. The gross analysis shows that the non-structural dysfunction was due to thrombus. Conclusion: reduced performance of the device occurred and was related to the event. Pannus and thrombus was determined to be the case for the non-structural dysfunction. The valve was replaced without reported complication.